Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 004 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 5/09/2016 with the following findings: the pump¿s black box and alarm history showed no evidence of ¿cs 004¿ call service alarms. The alarm history records showed ¿cs 054/cs 052/cs 012¿ call service alarms. The pump¿s ¿ez-prime¿ steps were performed correctly and no ¿cs 004¿ alarms or any errors, alarms or warnings occurred during the investigation. The investigation was unable to duplicate the initial ¿cs 004¿ complaint. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board or to the cgm module.